Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had an 'improper shutdown' . A review of the event history log (ehl) revealed 'improper shutdown' messages. The cause of the condition was determined to be the faulty ac power adapter. The ac power adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.